Manufacturer narrative:
Gehc recommended replacement of the flow sensor. No report of patient involvement. Unique identifier: (B)(4), the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was indicating a variety of alarms. There was no report of patient involvement.